Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty deflating the balloon occurred. The lesion being treated was a proximal left anterior descending (lad) lesion. This was predilated with a 2.5 mm x 15 mm maverick balloon. The physician then successfully deployed a taxus express2 8.8% 2.75 mm x 32 mm stent. The physician then noted an area proximal to the taxus stent that needed treatment. The physician successfully deployed a taxus express2 8.8% 2.75 mm x 12 mm stent at that site. After deployment, the balloon would not deflate. The physician tried using a 30 cc syringe in the side port of the stopcock to pull the contrast back, but the balloon deflated about 20%. After a few minutes of trying to get the balloon to deflate fully, the physician pulled the balloon out of the stent back to the guide catheter. The balloon would not go into the guide catheter, so the physician pulled out the balloon and guide together. Then the guide catheter and balloon would not go into the sheath. The physician put a 0.025 wire into the sheath and artery, so not to lose the access, and then removed everything except for the wire. They were then able to put in a new sheath (8 fr cordis) and complete the procedure. There were no pt complications reported.